Event description:
Customer reports that reservoir leaked. Customer was not sure if o-ring was pulled too far. Customer reports that blood glucose was 300 mg/dl. Customer resolved issue with reservoir change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.